Event description:
It was reported that the patient received several inappropriate shocks for what was deemed to be noise of undetermined origin on the right ventricular (rv) lead. This was believed to be due to a connection problem since blood was found in the header of the device due to sealing rings not in alignment during the revision procedure. The lead was capped and replaced. During the revision procedure for the rv lead, the physician pulled the left ventricular (lv) lead back slightly and lv diaphragmatic stimulation was occurring post-operatively as a result of the position change. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trm, ICD, implanted: (B)(6) 2012; 419488, lead, implanted: (B)(6) 2012; 407645, lead, implanted: (B)(6) 2013. (B)(4).